Event description:
The product complaint report shows the customer, a 3rd party rental agency, stated the end user alleged the ventilator failed to deliver any volume. A bio-med at the agency was unable to state whether the unit's alarm system activated. After evaluating the unit and not being able to reproduce the reported problem, the bio-med returned the unit to the end user. The end user ran the unit for 24 hrs before returning it to svc. It is not verified that the unit malfunctioned at any time. This report is not an admission by co that this device caused or contributed to the event alleged in this report.